Event description:
During a remote follow-up, an increase in the pacing impedance and episodes of undersensing were observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.